Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 16-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue out medication. A technical support specialist (tss) remoted into the system and identified that the item status was still set to required. The customer was instructed to submit the request for the item again, and the process was monitored until the pharmacy approved the order. Once approval was completed, the user was able to successfully issue the medication. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to select the item oxycodone-apap 5-325 mg tablet in the patient profile to issue the medication. However, there were no delays or adverse events or injuries reported based on this event.